Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in an hhe: implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear and osteolysis a combination of the risk factors specified in an hhe. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
D10 concomitants: (B)(6), 186-01-58 - integrip cc, cluster hole ø 58. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient underwent total hip arthroplasty. The patient was informed that due to the possibility of premature wear of the plastic inlay due to the defect, a repeat operation with replacement of the prosthesis would be necessary. The implant has not yet been replaced. No further information available at this time.